Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited no pacing at 60 beats per minute. The ipg remains in use. No patient complications have been reported as a result of this event.